Manufacturer narrative:
Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: a partial UDI number is known, as the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Phone number: (B)(6). Device manufacture date: unknown as lot number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the lot number is unknown. A search of complaints related to lot number cannot be performed since the lot number is unknown. Conclusion: no sample was returned, and lot number is unknown an investigation could not be performed, and no malfunction is confirmed. No escalation is required. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that during surgery the trailing haptic of an intraocular lens (iol) got stuck in the injector and broke. The surgeon removed the iol and completed the surgery with the standby lens of the same model lens but a different diopter (23.0) with the same injector and a different cartridge. There was a 30 minute delay in treatment which the incision was enlarged to cut and remove the lens from the eye. Sutures were required at the end of the surgery. It was reported that currently the patient does not have any complaint with the vision. No further information provided.